Manufacturer narrative:
(B)(4).

Event description:
It was reported that "the doctor found cuff leakage during clinical check before using on patient and replaced a new one, no impact on the operation". No patient harm or injury reported. The condition of the patient is reported as "fine".

Event description:
It was reported that "the doctor found cuff leakage during clinical check before using on patient and replaced a new one, no impact on the operation". No patient harm or injury reported. The condition of the patient is reported as "fine".

Manufacturer narrative:
(B)(4). The sample was returned for evaluation. A visual exam was performed and no defects were observed. The complaint sample could be inflated and deflated with the check valve. No leakage was found at the cuff. However, an air leak was found at the check valve. A device history record review was performed and no relevant findings were identified. Based on the investigation performed, the reported complaint was confirmed. Although the complaint was confirmed, a root cause for the issue could not be identified.

Manufacturer narrative:
(B)(4). Additional information provided from the investigating site. A second investigation was performed and the results are as follows: "no damage was observed from the outer profile of the complaint sample upon receipt. The complaint sample can be deflated and inflated with the check valve. Air leak was found during the inspection. The air leak location is at the check valve joint. DHR was reviewed. No abnormality was found. After reviewed the complaint sample, there was air channel on the pilot balloon to check valve joint. In conclusion, the root cause of the failure was manufacturing related." A non-conformance was opened to address this issue.

Event description:
It was reported that "the doctor found cuff leakage during clinical check before using on patient and replaced a new one, no impact on the operation". No patient harm or injury reported. The condition of the patient is reported as "fine".